Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 585 mg/dl and 600 mg/dl at the time of incident. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. The customer reported that the auto mode feature was active. Troubleshooting was assisted. Based on customer report customer did not allege pump was under delivering. The customer performed high pressure test and it passed. The customer reported that there was blood in cannula. Customer reports bleeding stopped. Customer reports that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.